Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridges leaked from an unspecified location. Additionally, it was reported that the customer experienced resistance when inserting insulin into cartridges from the syringe. Reportedly, the customer did not overfill or reuse the cartridges. There was no reported impact to blood glucose.